Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube lip and a missing end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump have an intermittent response. It was stated that the buttons weren't pressed for longer than 3 minutes and the insulin pump was not bumped or dropped. Customer cleaned the battery cap and changed the battery but keypad issue persists. Blood glucose value was 12.5 mmol/l. The insulin pump would be replaced and returned for analysis.